Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is b30 error occurred due to defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received a b30 scope communication error on the bronchovideoscope when connecting the main unit during preparation for use in a therapeutic procedure. The procedure was completed using a similar device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, the evaluation found the following non-reportable malfunction(s): bending section cover had discoloration; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; scratches on control unit, grip, up/down (ud) plate, angulation lever, switch box, insertion tube rotation ring, universal cord, scope cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.